Event description:
It was reported that the patient experienced an embolic stroke. An enroute transcarotid stent was selected for use. The patient underwent a left sided transcarotid artery revascularization (tcar) procedure with no notable issues. The following day, greater than 24 hours following the tcar procedure, follow up with a healthcare professional revealed the patient was experiencing a stroke, with notable facial droop and right sided weakness. The patient was admitted to the hospital beyond the standard of care for monitoring. No additional intervention was performed. At the time of reporting, the symptoms had not resolved.

Manufacturer narrative:
No further information regarding patient status was available, despite request by bsc. If additional details become available, a supplemental report will be submitted.